Event description:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was 12/1/2021.

Manufacturer narrative:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was 12/1/2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Manufacturer narrative:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The lens is in the process of being returned for evaluation.

Event description:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was (B)(6) 2021.